Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found retracted inside of the sensor. It could not be confirmed if the customer received the sensor in said condition due to the product being returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that signal was not found with the sensor. The customer was able to confirm the transmitter blinked after being connected to the sensor. The customer's blood glucose was 130 mg/dl. The customer reported the cannula was missing from the sensor upon removal from their body during troubleshooting. The sensor will be returned for analysis.